Event description:
Customer reported a cracked and unresponsive touchscreen on their insulin pump, which occurred after the pump was dropped. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the pump was under warranty and arranged to send a replacement with updated software. Customer will temporarily continue using the current pump through the mobile app. Instructions were provided for returning the damaged pump, and customer acknowledged understanding of these guidelines.